Manufacturer narrative:
Correction: updates to the following sections- d1, d2, d4, h6 (medical device problem code (a). The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the patient underwent hysteroscopic resection of the mass, curettage and resection of endocervical mass under combined intravenous and inhalation general anesthesia due to medical condition. During the operation, the resectoscope loop broke and became unusable. The operation was completed smoothly after replacement of the resectoscope loop. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).